Event description:
It was reported that there were probably problems with the flow rate and cooling of patients in an arctic sun device. Per follow up information received via email on 25oct2024, device would be repaired in the hospital by crs or device would be repaired at crs depot. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. Patient involved, therapy was finished with another device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. Device achieved good flow of at least 1.5 l/min in the initial functional check. Device does not cool properly, cooling fins very dusty. Cooling ribs cleaned from the cooling unit. Exchanged water and cleaning solution, performed sensor calibration and stk/mtk. Device with no errors. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. Corrections: d, e, h. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were probably problems with the flow rate and cooling of patients in an arctic sun device. Per follow up information received via email on 25oct2024, device would be repaired in the hospital by crs or device would be repaired at crs depot. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. Patient involved; therapy was finished with another device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.